Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review will be performed. The device has been returned for evaluation; the evaluation identified material deformation. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model u4150230rx pta balloon dilatation catheter allegedly experienced material deformation and failure to advance. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The (B)(6) year old male patient was (B)(6) kg.